Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was cracked. The customer was unsure how the touchscreen became cracked but stated the pump was still functional. In addition, the customer experienced difficulty charging the pump. The customer's blood glucose level was 199 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.